Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, channel of the renasys channel drain device is blocked. No case involved; therefore, no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Initially, 5 devices were reported as used, but additional information received confirms only 2 devices were used. Those two devices have been reported under MDR numbers 8043484-2021-00580 & 8043484-2021-00581. All further communication for these events will be managed in those cases, including a follow up report with the results of our investigation. We respectfully request to close the case and refer to the referenced case above.